Event description:
Customer ultrasonics inc. Was informed by a user facility that the facility is using the incorrect disinfectant parameters for metricide (glutaraldehyde 14 day) disinfectant.

Manufacturer narrative:
The system 83 plus 2 was installed on (B)(4) 2011. The custom ultrasonics' service technician was instructed to set the parameters of the disinfectant cidex opa with a 5 minute immersion time. In (B)(4) 2011, while on an in service call, the custom ultrasonics technician was again asked to set the parameter to metricide opa with a 5 minute immersion time. The unit was not put into service until (B)(4) 2011. The (B)(6) notified custom ultrasonics that the facility has been using metricide, a disinfectant, with a recommended 20 minute immersion time while the machine was set for a 5 minute immersion time. The system 83 plus 2 has been operating in this situation since (B)(6) 2011. Custom ultrasonics inc. Was not notified to change the parameter settings until (B)(4) 2012. At that time, a service technician was dispatched to adjust the time settings. A risk assessment conducted by custom ultrasonics' (B)(4), dated (B)(4) 2012, was sent to the user facility. There were no patient injuries reported.